Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a 5.5x120mm supera self-expanding stent system (sess) was advanced and the stent was deployed. On removal of the sess, the physician noted that something was not as expected and it appeared that the sess tip was caught. The tip was simply able to be removed with the sess under fluoroscopy. The physician attempted to exchange the sheath; however, on removal of the previous sheath the stent came out of the anatomy. It was reported that the stent was deployed close to the distal end of the sheath and therefore partially deployed in the sheath. Angiogram was performed and no tissue damage or dissection were noted. An unspecified supera stent was deployed to successfully complete the procedure. There was no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.